Event description:
It was reported that the wake button had become detached from the pump and customer had to press the remaining spot multiple times before they could turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.